Event description:
Pt was brought to cath lab for heart catheterization, angioplasty and stent development. Per surgical procedure noted "the packaging reflected to be sterile as witnessed by the lettering on it. However, upon opening it and contaminating the field, balloon, guiding catheter, and wire had been placed. This obviously incurred a risk to the pt as staff was not certain what was contaminated. Therefore, vancomycin was used. Both surgeon and the assistant removed out gowns and replaced them with sterile gowns. The pt was given vancomycin one gram after the case was performed." Per the physician's notes no harm noted to the pt.